Event description:
It was reported that prior to use, during a pre-test, "the cob connector disconnected from the tube". No patient involvement.

Manufacturer narrative:
(B)(4). A representative sample was returned to the manufacturing site for investigation. Manufacturing site reports " based on the investigation, the complaint on 15 mm connector on ett had disconnected from tube was not confirmed due to all the product requirement was meeting specification and no oily surface found on tube or connector. Besides, the connector assembly features of et tube was designed in such a way that the connector can be removed and connected back to the tube when the tube required to be cut to length. There is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use."

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that prior to use, during a pre-test, "the cob connector disconnected from the tube". No patient involvement.

Event description:
It was reported that prior to use, during a pre-test, "the cob connector disconnected from the tube." No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.